Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he experienced a low blood glucose level of 30 mg/dl and a high blood glucose level of over 600 mg/dl. Troubleshooting was declined because the customer had this issue when he had a fever. The device was not returned.